Event description:
Consumer complaint of high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 120-143mg/dl fasting. Verified the strips expire 01/31/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 217mg/dl and 258mg/dl fasting. Reviewed meter memory: 217mg/dl (B)(6) 2015 fasting yes; 258mg/dl (B)(6) 2015 fasting yes; 175mg/dl (B)(6) 2015 fasting yes; 183mg/dl (B)(6) 2015 fasting yes; 244mg/dl (B)(6) 2015 fasting yes. Customers is concerned with 244mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet evaluated.